Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported incomplete coaptation cannot be determined. The reported mr appears to be a cascading effect of the reported incomplete coaptation. Additionally, the reported patient effect of mitral regurgitation is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Xtw was implanted without issue, reducing mr to grade 1-2. After extubating, a post operative echocardiogram was performed where an single leaflet device attachment (slda) was observed. Recurrent mr grade 3-4 was present. An additional mitraclip procedure was performed where a xtw and a ntw mitraclip were implanted to stabilize the slda, reducing mr to grade 1-2. No additional information was provided.